Event description:
A neurology office reported that they had a vns patient who had passed away. Additional information was obtained that the patient had been talking to his parents and went to his room, 15 minutes later they went to his room and found him face down on the bed and unresponsive. They think it may be possible the patient had a seizure as blood was found in the nose but cannot confirm till his autopsy is completed. The patient's autopsy at this time has not been completed. It could take up to 6 months to complete. The explanted product is at the forensics office and will be returned upon completion of the patient's autopsy. Another report will be sent with analysis results once the product is obtained. The cause of death at this time is probable sudep until their autopsy is completed to rule it out. The patient has a history of nocturnal seizures.

Event description:
It was reported that the explanted device would be returned. The autopsy reported listed seizure disorder as the cause of death with no anatomic abnormalities contributing to death and cerebral edema. The generator and lead were received for analysis. Analysis of the generator was completed on 09/30/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.

Event description:
Analysis of the lead was completed on 10/07/2014. An abraded opening was noted on the outer tubing. Scanning electron microscopy images of the positive and negative lead coils¿ torn strands and suspected torn ends show that the strands were cut and torn. Also, the negative coil shows the coils partially cut/torn in the vicinity of the coil end. Based on the appearance of the returned lead portion, it is believed that the cut/torn coils were most likely caused during the explant procedure. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Describe event, corrected data, initial MDR reported probable sudep when it was determined that the death was definite sudep.

Event description:
The patient's death was determined to be definite sudep. Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient¿s cause of death was definite sudep. There is no allegation or other information indicating that the death is related to vns.